Event description:
It was reported by service report that all of the siderails are stuck in the lowest position and the ground prong on the power cord was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderails.